Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 203) has been confirmed. As received, the monitor failed incoming testing and displayed code 203. Upon evaluation, there was contamination on the j502 connector and on the t3 transformer. The cause of the code 203 and test failure is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was producing service code 203.